Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This patient was hospitalized due to pneumonia and possible sepsis. Patient received a total of 29 anti-tachycardia pacing (atp) therapy and 4 shocks for rapidly conducted atrial fibrillation. This occurred over 2 hours until the patient was treated with medication to slow his rhythm down. Additional information was received that there was no oversensing and pacing inhibition observed, and therapy was exhausted in one episode. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.